Event description:
It was reported that during the left hemicolectomy procedure both devices did not function after a few times. Two other devices were used and the pads fell into the pt. The pads from the devices were retrieved. Unknown how the case was completed. There was no pt consequence. No further info is available.

Manufacturer narrative:
Info anticipated, but unavailable at this time.